Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.

Event description:
During an abdominoplasty procedure, the suture broke. The surgeon applied another product. The hospital reported that no pt injury had occurred.